Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported the occurrence of diagnostic codes related to flow sensor mismatch, flash programming error and maximum system resets exceeded upon turning the ventilator on. The customer reported that when the unit was turned on in diagnostic mode, an unknown countdown restart diagnostic code would occur. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that replacing the central processing unit printed circuit board (cpu pcba) resolved the problem.